Manufacturer narrative:
Quality control (qc) was within laboratory established ranges on both days ((B)(6) 2013) that this event occurred. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse noted chemistry cartridge (cc) sample probe contamination and level sense errors, although the level sense errors did not start until the day after the events ((B)(6) 2013). The fse replaced the cc sample probe and the level sense bead, which resolved the issue. MDR 2050012-2013-00279 is associated with this event and documents the results obtained on (B)(6) 2013.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) false low cartridge glucose (glu) result and two (2) false low amylase (amy7) results for multiple patient samples. This event occurred on two (2) consecutive days ((B)(6) 2013). This report documents the false low glu result obtained on (B)(6) 2013. The false result was not reported out of the laboratory. When the issue was noticed, the sample was repeated on an alternate instrument in the laboratory and that result was reported. The customer did not provide any patient information or patient data for this event; however (B)(4) showed a glu result of 1.49 mg/dl. The repeat result was not provided. The customer indicated that the repeated result recovered within normal range. There was no impact to patient treatment associated with this event.